Manufacturer narrative:
Na

Event description:
It was reported that the surgeon was performing a posterolateral pedicle screw fixation with xia 3 set. All screws went into pedicles well in normal fashion. Pt had ddd at l5-s1 with grade 1/2 spondylolisthesis. When placing rods and blockers, the surgeon noticed a single popping noise when final tightening blockers on both sacral 7.5mm diameter screws. The surgeon then noticed both of the tulips popped off the shaft of the screws. He then removed all screws and replaced them with xia ii screws.